Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/left essure in tubal mesentery;right in right cornua') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: procedural failure "failed essure procedure". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), device extrusion ("extrusion") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparotomy with bilateral partial salpingectomy; laparoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, device extrusion and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, device extrusion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: essure removal dates: (B)(6) 2008 (laparotomy with bilateral partial salpingectomy), (B)(6) 2018 (laparoscopy).as per pif (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('migration/perforation/left essure in tubal mesentery. Right in right cornua') and device dislocation ('migration'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: procedural failure "failed essure procedure". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), device extrusion ("extrusion") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparotomy with bilateral partial salpingectomy, laparoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, device extrusion and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, device extrusion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: essure removal dates: (B)(6) 2008 (laparotomy with bilateral partial salpingectomy), (B)(6) 2018 (laparoscopy). As per pif (B)(6) 2008. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: new event: migration was added. Seriousness criteria for event genital hemorrhage updated to non serious. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/left essure in tubal mesentery; right in right cornua') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: procedural failure "failed essure procedure". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), device extrusion ("extrusion") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparotomy with bilateral partial salpingectomy; laparoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dyspareunia, device extrusion and dysmenorrhoea outcome was unknown. The reporter considered device extrusion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: essure removal dates: (B)(6) 2008 (laparotomy with bilateral partial salpingectomy), (B)(6) 2018 (laparoscopy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/left essure in tubal mesentery;right in right cornua') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: procedural failure "failed essure procedure". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), device extrusion ("extrusion") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparotomy with bilateral partial salpingectomy; laparoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dyspareunia, device extrusion and dysmenorrhoea outcome was unknown. The reporter considered device extrusion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: essure removal dates: (B)(6) 2008 (laparotomy with bilateral partial salpingectomy), (B)(6) 2018 (laparoscopy). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.